Manufacturer narrative:
Citation: grubitzsch h et al. Redo procedures for degenerated stentless aortic xenografts and the role of valve-in-valve transcatheter techniques. European journal of cardio-thoracic surgery 51 (2017) 653¿659. Doi:10.1093/ejcts/ezw397. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implant (tavi) into 52 degenerated porcine and pericardial stentless aortic bioprostheses. All data were collected from single center between january 2010 to december 2015. The study population included 52 patients (predominantly male; mean age 72.3 years). An unspecified number of patients received a medtronic corevalve or medtronic evolutr (serial numbers not provided). Additionally, eight patients had a medtronic 3f valve previously implanted. Among all patients, nine deaths occurred within one year follow-up (4 procedural, 1 by 30 days, 4 by one year). None of the deaths were attributed to medtronic product. Among all patients implanted with a medtronic corevalve and evolutr the following adverse events included: myocardial infarction, cerebral vascular accident, transient ischemic attack, atrio-ventricular block, bundle branch block, new permanent pacemaker implant, atrial fibrillation, ventricular tachycardia, cardiac arrest, major vascular complications, major bleeding, renal failure, sepsis, heart failure, malposition, coronary obstruction, elevated gradients, mild to moderate aortic regurgitation, mitral valve endocarditis, and aortic dissection. Among the eight patients implanted with a medtronic 3f valve, the following adverse events were noted prior to intervention: renal failure, hypertension, aortic valve stenosis, aortic regurgitation, moderate mitral valve regurgitation, moderate tricuspid regurgitation, atrio-ventricular block, bundle branch block, atrial fibrillation, permanent pacemaker implant, and chronic obstructive pulmonary disease. The literature did not specify as to which patients were affected by these complications. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.